Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin injection (250mg, intravenous, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.